Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed with no issued noted. No leak has been observed in the returned sample. Functional test including self-test and priming was performed and there was no difficulty in connection and no abnormality was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that there was a connection issue between the homechoice cassette and solution bag; further described as "below to the four-head tube set, one of the red-throated slipping braces doesn't fit the water bag." This occurred during set up of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.